Manufacturer narrative:
(B)(4). D10: 611201010 z1 std col cmtless sz 1 (B)(6). 611777510 z1 starter broach unknown. 611889010 z1 broach sz 1 unknown. Suggested component code- mechanical (g04): rasp. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the calcar cracked upon implantation. No known consequences or impact on the patient.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1, a3, a5, b1, b2, b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the returned product identified the size engraving is conforming for all 3 broaches. The stem has scratches, indentations, and gouges on the neck and trunnion surfaces. There are also multiple chips to the visible ha coating on the distal tip. All 3 broaches have scratches around the post and nicks on the cutting teeth and broach connection end. No other damage was noted during visual evaluation. All devices where conforming to specifications where measured. A definitive root cause cannot be determined for the stem causing the fracture upon implantation. No problem was found with the broaches. They came back and measured within specification, with minor damage noted to the cutting edges. The surgical technique was followed and the surgeon broached sequentially up to the size of the definitive implant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the surgeon was implanting a z1 stem when the femur was cracked in the medial posterior region of the calcar. It was noted that the stem sat approximately 4cm proud when inserted by hand prior to impaction and was about 8mm proud when the fracture occurred during impaction. A competitor stem was used to complete the surgery. No additional event information.